Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Citation: ajit s puri, et al. "Onyx embolization in distal dissecting posterior inferior cerebellar artery aneurysms." Journal of neurointerventional surgery. 2015. Doi:10.1136/neurintsurg-2014-011622 mdrs related to this report: 2029214-2017-00857 2029214-2017-00858.

Event description:
Medtronic received information through review of literature that in this cohort, two patients had a residual moderate to severe disability at follow-up post pipeline treatment. Favorable outcomes, with no or mild disability, were observed in four of the surviving patients. It was further mentioned that small distal pica cerebellar infarcts were observed on postprocedural head CT scan (four patients), these findings were not associated with any adverse clinical sequelae. It was noted that in all cases, endovascular treatment was successful, with complete occlusion of the aneurysm with proximal parent artery preservation at the final postprocedural angiogram. Procedure related complications were not observed.